Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported receiving a message stating a button was pressed for three minutes or more. The customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated, they were running in the rain, but had a plastic bag over the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent down arrow button due to corroded keypad trace. Unit had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.